Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. It also states that the patient had a total hip arthroplasty in 2008 which included a pinnacle metal-on-metal acetabular liner. Surgeon did not suspect an infected joint but sent both capsular tissue and joint fluid to the lab to be sure. It came back negative for infection. Surgeon proceeded to remove the femoral head and then, with some degree of difficulty, removed the metal liner. He irrigated the wound with copious amounts of saline with antibiotics, implanted a new pinnacle poly liner and then a new delta ceramic ts femoral head, rinsed the wound with a diluted betadine solution and closed.